Manufacturer narrative:
Age or date of birth, weight, ethnicity unknown, not provided. Date of event is unknown. Serial number: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: if implanted; give date: unknown/not provided. Explant date: if explanted; give date: not applicable, lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacturer date: unknown as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgeon observed a strange mark under the scope on a tecnis simplicity intraocular lens (iol). The lens remains implanted. No further information was provided.